Event description:
Customer reported that on (B)(6) 2025 a patient sample tested on the leadcare ii system using leadcare ii test kit, lot # 2505m produced an elevated bll result of 46 g/dl. As part of the laboratory's standard protocol, the sample was sent for venous confirmation testing, which later returned a normal result. Customer reported, the test kit had been in use for several weeks without issues, and quality controls passed upon initial opening. However, on the same day the elevated results were observed, the customer reported that level 1 control failed repeatedly. A replacement kit was sent to customer for troubleshooting but controls remained out of range. A replacement instrument was then sent to the customer. Using the new instrument the user reported that quality control testing passed and patient testing resumed with normal results. Review of the procedure found no user error. The issue was resolved with the replacement of both the kit and the instrument. No adverse health consequences were reported by the customer and the customer confirmed satisfaction. Results from confirmatory testing for elevated results were not supplied despite request.